Manufacturer narrative:
Evaluation codes: visual finding observed sticky residue and site sticker on the exterior housing. One of the dust covers underneath the battery slot is broken. The unit was received with batteries inside magnet cord for 8361 alarm. Evaluation found the unit will not sound when in use with a magnet cord due to a faulty sw2 reed switch. The unit passed all other functional testing when using the sensor belt feature. Being that the unit is nearly 6 years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit having no sound, and it is likely that one of the previous identified causes such as wear-and-tear and other effects of repeated use and age. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. No corrective or preventative actions are necessary at this time. Manufacturer reference file (B)(4).

Event description:
Customer contacted us via a phone call. Customer states that the alarm will not sound when used with the magnet cord. No apparent damage to ports or battery compartment on both units. No gtin information is available. A ts template has been completed and saved to the drive. S/n (B)(4). The date the issue was discovered is unknown and no patient incident or injury was reported.